Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving dilaudid of an unknown concentration at 8 mg/day via an implantable infusion pump for spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The rep was notified on (B)(6) 2017 about the patient's pump having a motor stall. The rep denied any electromagnetic interference or magnetic interaction. The motor stall occurred on (B)(6) 2017, tube set on (B)(6) 2017 and motor stall recovery on (B)(6) 2017. The patient experienced symptoms of withdrawal during this stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-aug-16. It was further reported that the patient experienced increased pain, aches, and nausea. After the previously reported motor stall recovery, the patient felt better and did not have any further symptoms. Environmental, external, or patient factors that may have led or contributed to the issue were unknown. No additional known diagnostics or troubleshooting were performed, and the pump was replaced and discarded on 2017(B)(6). The issue was considered resolved. At the time of report, the pump medication was noted to be dilaudid at 10mg/ml and 6mg/day. The patient's status was alive - no injuryand no further complications were reported or anticipated.